Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. A lead revision was performed and it was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.